Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00345 and 00346. This event occurred in (B)(6).

Event description:
Allegedly the patient was experiencing persistent groin pain. There was possible psoas muscle inflammation and acetabular impingement. The shell was revised due to alleged proud cup and psoas tendon irritation. Revision with zimmer cup and (B)(4) neck and (B)(4) head. The implant did not fail but it is alleged that the positioning may have been unsatisfactory(proud).